Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the final CT demonstrated a type iii endoleak. The physician elected to reline the iliac artery with an aneurx iliac limb and the endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine. Films have been received by medtronic and reviewed by an independent consultant. The main device is fully deployed. Angiograms are performed that demonstrate patency of the renal arteries and both limbs are widely patent. There is evidence of an endoleak. The type of which is either a transgraft type IV or iii endoleak. A reliant balloon is used to further identify the endoleak. With the balloon inflated in both limbs angiograms are then performed. With the balloon inflated in the gate there appears to be either a type IV or iii endoleak along the ipsilateral limb of the graft. When the balloon is inflated in the ipsilateral limb, the endoleak is not seen in the contralateral limb. It appears that the leak is limited to the ipsilateral limb and is resolved when by report another limb is placed within the graft. On the films available no obvious stent fractures or suture pops are seen.

Manufacturer narrative:
Eval results: inherent risk of procedure (endoleak). Other - secondary intervention required.